Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the left ventricular (lv) lead no pacing was observed. The lv lead was repositioned but the following morning there was no pacing again. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.